Manufacturer narrative:
Ous MDR - after its receipt, the pacemaker underwent an electrical incoming goods control. Interrogation of the pacemaker was not successful. The pacemaker was analyzed destructively and the battery was separated from the circuit. The measurement of the battery showed that the battery was prematurely completely discharged. The electronic module was sent to the MFR for analysis. The analysis of the electronic module showed proper functioning. The power consumption of the electronic module was as expected and increased power consumption could not be reproduced. An x-ray examination of the battery showed no anomalies. The battery was returned to the MFR for a detailed analysis. The MFR confirmed the completely discharged battery but the cause for the discharge could not be found, not even after a destructive analysis. The analysis of the returned documents showed that the interrogation of the pacemaker was successful during the f/u on (B)(6) 2010. The data confirmed that the pacemaker jumped to eri mode on (B)(6) 2010. The quality and production documents of the pacemaker were analyzed. No deviations from the specifications could be found in the production. The current uptake was as expected during the final testing at biotronik. In summary, it can be said that the battery of the pacemaker was depleted prematurely in the analysis. Despite a thorough analysis, the cause for the premature battery depletion could not be found. We regret being unable to find the cause and apologize for any inconveniences.

Event description:
Ous MDR - this device was explanted over 10 months of service due to premature eri. There were no adverse pt effects reported.